Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR# 2134265-2013-01275. Same patient as MDR# 2134265-2013-00923 and 2134265-2013-00922. It was reported that post a stenting treatment procedure,a myocardial infarction occurred. In (B)(6) 2012, the patient presented due to unstable angina (braunwald class iib), and the subject was referred for cardiac catheterization. The 90% stenosed, 36 x 3 mm target lesion was located in the proximal and mid left anterior descending artery (lad). The target lesion was treated with pre-dilatation, resulting in a grade a dissection which did not require intervention. Placement of a 3.00 x 38 mm study stent was attempted, but the device was unable to cross the lesion. A second, 2.50 x 28 mm study stent was implanted. A third, 3.00 x 12 mm study stent was implanted due to inadequate lesion coverage. Following post-dilatation, residual stenosis was 10%. On the same day, a non q-wave myocardial infarction (mi) occurred. No action was taken to treat the mi. Two days later, the patient was discharged on aspirin and clopidogrel.